Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery alarms and that the customer experienced blood glucose levels over 200 mg/dl. The customer stated that the first time the alarm occurred was the day prior. The customer disconnected from the insulin pump. The customer did a rewind and manually primed the infusion set successfully. The customer stated that the device seemed to be working fine, but the insulin pump alarmed no delivery again a few hours later. The customer stated that she changed the tube but not the cannula. The customer observed white material on the area where the tube cap and tubing connected. The customer's blood glucose was 201 mg/dl. The customer stated that all remedies had been tried. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.